Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was defective. In follow-up, it was reported that the lens was scratched, but the customer does not know how it occurred. Reportedly, there was no patient contact. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was inspected under a microscope. Visual inspection of the return sample showed that some shallow scratches were observed on the posterior side of the lens. It cannot be determined if the scratches were present during final inspection, it is not an out of the box fail. The lens was prepared for use or used, transported, cleaned and transported again. The manufacturing record review was performed. There is a deviation with respect to the production order; however, the deviation has no impact on the product quality. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. The documentation shows that the production order was manufactured according to specifications. A review of the direction for use was conducted and clearly states the following: handle the lens by the haptic portion. Do not grasp the optical area with forceps. All pertinent information available to abbott medical optics has been submitted.